Manufacturer narrative:
An event of the paravalvular leak, malposition of the device, and heart block was reported. Imaging from the field was reviewed, and it was found that the pvl (paravalvular leak) shows no performance related issues. Information from the field indicated that there were no deployment difficulties, patient did not have pre-existing arrhythmia, the valve was implanted deeper than 3mm depth, and that no calcification extended beneath the aortic annular plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the heart block appears to be related to the implant depth of the device. The root cause of the paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on 21 june 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient's native aortic valve perimeter was measured to be 72.1mm, the aortic valve area was 406.1mm2, the minimum aortic valve diameter was 21.9mm, and the maximum aortic valve diameter was 23.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pacing was used during the procedure at 161-180 bpm to ensure valve stabilization. The valve was implanted in one deployment and no re-sheaths were performed. The final implant depth of the valve was 5.1mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). A post-implant balloon valvuloplasty was done due to mild paravalvular leak (pvl) using a 23mm non-abbott balloon in 1 inflation. There was a trivial pvl remaining at the end of the procedure. On (B)(6) 2023, a transthoracic echocardiogram (tte) was performed and no pvl was present. On the same day, an electrocardiogram (ECG) was performed, and it was seen that the patient went into left anterior fascicular block. The following day, the patient was still in left anterior fascicular block. On (B)(6) 2023, the patient experienced incomplete right bundle branch block in addition to left anterior fascicular block. The following day on (B)(6) 2023, the right bundle branch resolved, and the patient was discharged. Left anterior fascicular block was still detected via ECG prior to patient discharged. No treatment was provided to treat the right bundle branch block or the left anterior fascicular block.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.